Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual. It was reported the patient (pt) inquired as to if there were any changes to the deep brain stim device as they had problems with the device in the past. Additional information has been requested regarding interventions and pt outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.